Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The sutures break easily. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4) h6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - when was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify - what is the lot number? Event related to mw # 2210968-2023-08749. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: when was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify: during use on the patient. Please provide the lot number: n/a.